Event description:
A 2.5 mm x 15 mm sprinter rx dilatation balloon catheter was used to pre-dilate a proximal lad lesion. The lesion morphology was reported to be moderately tortuous with severe calcification and 90% stenosis. It was reported that a mid lad lesion was first pre-dilated with a spr 1515x; 2 micro driver coronary stents were inserted then attempted to cross unsuccessfully. The second micro driver dislodged due to the stent struts getting caught on calcification and had to be deployed at an unknown site in the artery. (MFR report # 2953200-2007-00225) it was reported that the spr2515x was advanced to the intended lesion site and upon inflation of the balloon, the balloon burst. The balloon was successfully removed from the patient as one unit. A second sprinter rx was successfully used to complete the pre-dilatation. No clinical sequelae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. A longitudinal tear was confirmed on the working length of the balloon. The balloon material is creased and damaged at the proximal end of the longitudinal burst. Therefore it is most likely that the balloon was damaged during crossing of the lesion and it burst during subsequent inflation. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed products.

Manufacturer narrative:
Results: patient's condition effected effectiveness of device (moderate tortuosity with severe calcification and 90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (moderate tortuosity with severe calcification and 90% stenosis).